Event description:
It was reported that the display on the external pulse generator was missing segments. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Interconnect flex and led (light emitting diode) flex have intermittent connectivity issue. Upper and lower cases are broken and contaminated. One side bail cover is broken. One side bail cover is contaminated. Ring cover and ring bail are missing. High rate keypanel is scratched.